Event description:
As reported by the user facility: needle withdrawn. Clinician was in the process of disposing off needle when she received needlestick injury through glove to right index finger. She had not noticed that the clip had not covered tip. Sample not saved. Protocol for needlestick injury followed. Patient and clinician tested negative. Additional information provided by the facility reported a most likely lot number and catalog number from current inventory. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device in the reported incident was discarded and was not returned to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. The house retained samples for the reported lot were subjected to simulated use testing per specification. The safety clip activated as the needle was pulled from the green base plate on each of the five retained samples. No resistance was met when pulling the needle through the plastic base. The clip was then examined and it was determined that the clip activated properly and protected the needle tip on al samples. The clip was then reset and activated several more times and the clips were again noted to cover the tips of the needles without difficulty, and remained secure on the needle tip. The reported incident could not be duplicated. The directions on the package state "to remove the needle from the port, firmly hold down green base plate and pull straight up on the hub grip. It should be noted that the surecan safety huber needle is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. It should also be noted that the instructions for use supplied with this product caution to "keep hands behind the needle at all times during use and disposal". There are no other complaints of this nature against the reported lot number.